Event description:
Procedure: lavh. Reportedly, after sealing the jaws locked on tissue. The surgeon removed it by force which resulted in blood loss of about 200cc. The tissue was treated with another ls1100 and the surgery was completed.